Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs and a penta surgical lead on (B)(6) 2011. Patient was implanted for low back and bilateral legs but only felt stimulation in abdomen. The patient could barely feel stimulation in her back. Through x-ray, it was confirmed the lead migrated. The doctor repositioned the lead. Impedance measurement was low except for 3 contacts. Device was not returned for further analysis.